Event description:
The pt reported that he experienced "severe withdrawal symptoms" prior to pump replacement and required intensive care treatment. The hcp reported that a pump rotor study revealed failed rotor; catheter study was "ok". The hcp reported that the pt was experiencing decreased pain relief and the pump was replaced. The pump had been implanted for 60 months. The pt is reported to be experiencing "good pain control" following replacement.